Event description:
Device was implanted in 2002. Post-op patient did well for 10 months, then appeared with a limp. The only comment from the patient was that they apparently tried to kick a ball out of the way in the garage, and later seemed to limp but have no pain. A couple of weeks later, there was much pain. The device was revised in 2003.

Event description:
Device was implanted on 3/18/2002. Post-op patient did well for 10 months, then appeared with a limp. The only comment from the patient was that she apparently tried to kick a ball out of the way in the garage, and later seemed to limp but have no pain. A couple of weeks later, there was much pain. The device was revised on 2/19/2003.